Manufacturer narrative:
The ICD and the lead under complaint were returned and subjected to an extensive analysis. The memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular as well as the far-field channel. However, a thorough analysis of the ICD proved the device to be fully functional. Subsequently the lead was visually inspected. Multiple abrasion marks along the lead body were found. In particular between 36 cm and 38 cm as well as between 49 cm and 54 cm distal to the is-1 connector pin the insulation was found rubbed through. This damage can be considered to be the root cause of oversensing reported in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Constant interaction with another implantable device or modified tissue should be taken into consideration. Diagnostic images clarifying this assumption were not available. Furthermore cuts in the insulation were observed which most likely resulted from the extraction procedure. The manufacturing process for the devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approximately 66 months after the implant oversensing was suspected. There was no indication of a lead revision.